Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up of a demo inventory, the black residue of the cannulated obturator was flaking causing a contamination. There was no patient involvement.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The batch number of the returned device is 50644903. The etching on the metal portion of the obturator is faded and there is evidence of wear. The plastic handle is oxidized and shows scratches and other wear from use. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an impact event inconsistent with normal use, wear from prolonged use, misuse or rough handling, or inadequate routine maintenance. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.